Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(6). The device history record and previous repair record for zimmer skin graft mesher serial number (B)(6) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that there were chips under the roller and the comb was broken. The customer returned a zimmer skin graft mesher serial number (B)(6) for evaluation. Evaluation of the device on (B)(6) 2019 and it was noted that the comb was bent and that the roller was damaged. No testing could be performed with the mesher due to the bent comb. Repair of the mesher occurred the same day and involved replacing the comb and roller as well as the ratchet spring, and pin on the handle. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician confirmed that the comb was bent, which would damage the roller and possible scrap pieces of the comb off of it, it cannot be determined from the information provided as to what caused the comb to become bent. Therefore, a specific cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
It has been reported chips under roll warn out/broken comb/handle is fitting to tight on machine so it made quite sketches on the machine. There was no patient impact, no delay, and an alternate device was available for use. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported chips under roll warn out/broken comb. There was no patient impact and an alternate device was available for use. No adverse events were reported as a result of this malfunction.